Manufacturer narrative:
On (B)(6) 2020, the patient-reported a cyst developed in her back proximal to the implant area. The patient disclosed this information to a nurse practitioner at the pain clinic, who referred the patient to a dermatologist to be seen on the same date. On (B)(6) 2020, the patient went to see a dermatologist to follow-up on the cyst developed. The dermatologist cut a small incision to remove the cyst and stitch the site after the removal. On (B)(6) 2020, the patient scheduled an appointment with the implanting clinician to follow up on a possible erosion. The implanting clinician checked the incision site where the cyst had been removed and became aware that the stimulator's lead had migrated outward towards the incision area where the cyst was removed. The implanting clinician noted that the incision site had not been stitched shut correctly by the dermatologist allowing the migration and erosion to occur. The implanting clinician decided to explant the stimulators on the same date. The patient was prescribed antibiotics to prevent infection post explant. On (B)(6) 2020, the cr followed up with the implanting clinician to obtain an update on the patient's status. The implanting clinician stated that the patient is doing well; no infection was developed. The implanting clinician mentioned to the cr the patient had not been using the simulator for a while and had a different procedure performed on her back to help with the pain. The implanting clinician believes the cyst was developed during that procedure. The implanting clinician did not disclose the procedure performed on the donor to aid with the cluneal pain. The stimulator was reported to meet product specifications. Manufacturer cannot currently receive the stimulator for analysis. The device was used for treatment of pain. The device cannot be traced as the source of the issue. The removal of the cyst and the failure to stitch the site properly may have contributed to the lead migration/erosion experienced by the donor.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from device erosion and cyst at the incision site reported to stimwave on june 26, 2020, by clinical representative.